Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed a right middle cerebral artery (mca) stroke on (B)(6) 2022 post implant with a small hemorrhagic conversion after thrombectomy. The patient was stable as of (B)(6) 2022. The patient had persistent low flow alarms since (B)(6) 2022. A computed tomography angiography (cta) showed no evidence of obstruction, mean arterial pressure (map) had been stable, and the patient was asymptomatic. Blood pressure and fluid status were optimized and oxygenation support was given without improvement to low flow alarms. A low flow controller was requested for the patient after chest x-ray, transthoracic echocardiogram (tte) were completed to rule out the cause of the alarms. It was noted that the patient was found to have a large left ventricular (lv) and right ventricular (rv) thrombus preoperatively complicated by worsening cardiogenic shock requiring an intra aortic balloon pump (iabp) and bilateral lower extremity arterial embolization.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (embolic/ischemic stroke and patient condition) and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. The reported low flow alarms cannot be conclusively determined through this evaluation as no log file data was submitted by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 outlines all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook (rev. C) is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians (rev. C) contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers (rev. C) contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient ultimately had their primary system controller exchanged for a preprogramed low flow 2.0 liters per minute (lpm) threshold system controller.